Event description:
Last night my philips respironics dreamstation auto CPAP machine stopped and woke me up. As I looked at the machine there was smoke coming out of the machine. The smoke filled the room. There were burn marks on the bottom of the machine and it was very hot. Device is no longer usable. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2019. (B)(4).